Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with error code 254. The physician attempted 1 minute of magnet swiping to try to dislodge the switch, but this didn't work. The physician then reset the device and subsequently saw low lead impedance. The physician ordered x-rays, but did not see anything of note. The x-rays have been received by the manufacturer for review. The physician plans to replace the device. Ap chest and neck x-rays were received and reviewed. The generator is located the patient¿s left chest and the feed through wires appears to be intact. Assessment of the lead pin is not possible due to the angle of the generator in the image. The angle of the image makes it difficult to confirm complete pin insertion. No gross discontinuities or sharp angles are observed in the patient's lead and the patient¿s lead wires appear intact at the connection site. A small portion of patient's lead is routed behind the generator, but a substantial portion is seen lopped next to the generator. Strain relief is present but is not per labelling as only a strain relief loop was visualized. Two tie downs were observed and appear to be placed per labelling. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. Internal device data was provided and reviewed. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient's generator was replaced and discarded.